Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller produced a red heart hazard alarm, and that the green pump running symbol was not illuminated. The system controller was exchanged; however, it was reported that the pump was off at the time the event was reported. A CT scan confirmed thrombosis in the outflow graft. The patient was asymptomatic with a blood pressure of 110/50 mmhg. On 01/26/2017, the device was returned to the manufacturer; however, no reason for the return was provided. Additional information was requested, but was not provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. Examination of the sealed inflow conduit and the outflow elbow revealed depositions of tissue-like clotted blood. Depositions of grainy, denatured blood were found throughout the pump, occluding the inlet and outlet stators and completely surrounding the body of the rotor. These depositions were hard, grainy, and strongly adhered to the pump¿s surfaces. Ring-like thrombus formations were also found surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. The observed depositions appeared consistent with poor surface washing due to an interruption in flow; however, a specific cause for this period of low flow could not be determined through this evaluation. The observed depositions could have caused increased drag on the rotor, which could have resulted in an increase in the temperature within the pump. The increased temperature within the pump could have then contributed to the observed thrombus formation and denaturation and ultimately caused the pump to stop. The report of thrombus within the outflow graft could not be confirmed because it was not returned for evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.